Event description:
Defib-pads contain only date of MFR, not exp date. Product in rptr's asu-MFR 1/85 question about shelf-life. Protocol is 3 yrs - why is this not indicated on packaging? Pads lose conductive capabilities. The new prod contains a 3 yr exp date, but how would people know to discard the previous product? Perhaps a recall - to let others know product # 2346 is obsolete since 9/95 - and replace with #2346n?